Manufacturer narrative:
Lot #, manufacture date: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator ii-10mm round stiff snare was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, the device was used for the first time by the physician and cautery was also applied. There were no malfunction noted with the device and the procedure was completed as normal. However, the patient reported back to the hospital and was admitted to the intensive care unit (ICU) for a delayed bleed. In the physician's assessment, it was unknown if the snare was the direct cause for the bleeding. The physician acknowledged that there could be multiple reasons for the delayed bleed. The bleeding was resolved by placing clips when the patient was admitted to the hospital.

Manufacturer narrative:
Date of event: date of event was approximated to be (B)(6) 2019 as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Patient code 1888 (hemorrhage) - is used to capture the reported event of delayed bleed. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed. Event has been corrected with the additional information received on april 05, 2019.

Event description:
It was reported to boston scientific corporation that a captivator ii-10mm round stiff snare was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, the device was used for the first time by the physician and cautery was also applied. There were no malfunction noted with the device and the procedure was completed as normal. However, the patient reported back to the hospital and was admitted to the intensive care unit (ICU) for a delayed bleed. In the physician's assessment, it was unknown if the snare was the direct cause for the bleeding. The physician acknowledged that there could be multiple reasons for the delayed bleed. The bleeding was resolved by placing clips when the patient was admitted to the hospital. Additional information received on april 05, 2019. It is unknown if the patient present back to the hospital with the delayed bleed on the same day or a different date.